Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 6.4 mmol/l at the time of the incident. Customer's parent stated that the a replacement battery cap was received and did not resolve the blank display issue. The customer's parent was assisted with troubleshooting and the display did not return. Customer's parent also reported that the customer had a motor error alarm and customer had a low blood glucose of 2.8 mmol/l and treated with manual injection. No low blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and expected to be returned.